Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 400 mg/dl. The customer stated that the changed out the set and the insertion needle was bent. Cannula was bent. The customer advised that the insulin pump fell and got caught by the tubing and that the cannula was pulled out and then goes back in causing the cannula bend and re-use the same reservoir. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.